Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (infection and wound dehiscence) could not be conclusively determined through this investigation. The account communicated that the patient was on suppressive augmentin and presented to the clinic on (B)(6) 2020 with an examination concerning for fistula development. The patient had an increase in brown drainage at the driveline exit site and a "new¿ opening next to the driveline. The patient denied alarms, difficulty with equipment, shortness of breath with activity, paroxysmal nocturnal dyspnea, orthopnea, chest pain and palpitations. The patient was admitted and ultimately underwent a wide driveline exit site debridement down to the abdominal wall fascia on (B)(6) 2020. The patient was ambulating well postoperatively with minimal discomfort. Cultures were obtained and were negative. The patient was started on 4-week course of intravenous cefazolin which was later switched to intravenous ceftriaxone, via a peripherally inserted central catheter (PICC) line, for better compliance. The patient was discharged on (B)(6) 2020 and underwent daily wound dressing changes. Augmentin was started once the intravenous antibiotic regimen was completed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 20nov2015. The heartmate 3 left ventricular assist system instructions for use lists wound dehiscence and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) 2018 event was reported in related manufacturer's report # 2916596-2020-05015. (B)(6) 2019 event was reported in related manufacturer's report # 2916596-2021-00783. Past gastrointestinal bleed event was reported in related manufacturer's report # 2916596-2015-00314 and 2916596-2021-01264.

Event description:
It was reported that the patient experienced a major infection. The patient is with a nonischemic dilated cardiomyopathy status post implantation of a hm3 lvad on (B)(6) 2015. The patient had a (B)(6) driveline exit site infection and was on augmentin status post surgical debridement in (B)(6) 2018 and (B)(6) 2019 and recurrent post-lvad gastrointestinal bleeds who presents effectively to the hospital (B)(6) 2020 for driveline debridement. The patient presented to clinic on (B)(6) 2020 with an exam concerning for fistula development. The patient was subsequently admitted. Patient describes increase brown drainage at the driveline site and a "new opening" next to driveline. She denies any lvad alarms or difficulty with equipment. She denies any shortness of breath with activity, pnd (paroxysmal nocturnal dyspnea), orthopnea, chest pain or palpit. She underwent incision and drainage on (B)(6) 2021 without complication. The patient had driveline exit site debridement down to the abdominal wall fascia. The patient was ambulating well with minimal postoperative site discomfort postoperatively. The patient was started on 4-week course of intravenous cefazolin which was then later switched to intravenous ceftriaxone for better compliance given once daily dosing with plan to switch to oral augmentin after intravenous antibiotics are complete. Cultures were negative. The lvad pump was interrogated. The patient was with normal flows, no alarms. No adjustments to the pump were made. She was then discharged on (B)(6) 2020 with intravenous ceftriaxone 1g antibiotics daily via right upper quadrant PICC line and daily dressing changes to wound.